Manufacturer narrative:
Concomitant medical product: 5019 adaptor, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was explanted approximately six weeks after implant due to an infection. No further patient complications have been reported as a result of this event.